Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. Customer stated their sensor glucose was 117 mg/dl and their blood glucose would be 149 mg/dl. It was also found the customer had bent cannulas on their previous sensor. The customer was advised to monitor their sensor. The customer also reported pain and discomfort at their infusion site. Customer reported their blood glucose was 400 mg/dl at the time of the call. The customer had treated their blood glucose with a manual injection. Customer stated their pain subsided by removing their sensor. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.